Event description:
Additional information received from the patient reported that in order to resolve the device not working and not being able to turn it on they had to do the entire procedure again. The issue of her eyes, mouth, and teeth twitching and chattering was resolved.

Event description:
Information was received from a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported following a revision surgery, the patient could not get the device to work and could not get the device to turn on. The patient then stated that there was a current as her mouth, eyes, and teeth started twitching and chattering. The patient stated she had a CT scan performed last thursday and she was supposed to have the staples removed tomorrow, but she would not be able to see the health care provider (hcp).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.